Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infection at implant site and subsequently was treated with oral and topical antibiotics (date not reported). The issue could not be resolved resulting in the decision to explant, the device was explanted on (B)(6) 2016.

Manufacturer narrative:
This report is filed on march 07, 2017.